Event description:
The user facility reported that during a pacemaker insertion case, the surgeon used two glidewires during the procedure. Both glidewires got stuck inside the patient. Upon removal, the coating was noted to be broken and peeled away from both the wires. The surgeon was notified th scrub nurse, charge nurse and ordering personnel.